Manufacturer narrative:
The device has not been received for evaluation; however, additional information from the customer is that the cable has been shipped and is in route. When the product evaluation has been completed the findings will be submitted in a supplement submission. The customer provided additional information stating that the perfusionist was setting up for a procedure and he found that the readings were low and at about 40% of what they were expecting. It is unknown if there was any error messages that displayed. He exchanged the suspect cable for another one and it resolved the issue. The biomed stated that when he received the cable from the perfusionist that he tested the cable on himself and he verified that there were low readings. He usually receives readings of 70% and he received 30%. There was no patient harm or injury. There was no inappropriate patient treatment administered.

Manufacturer narrative:
A correction of the manufacturing and expiration dates for the device have been updated and entered into the supplemental submission. The engineering evaluation indicates that initially a product risk assessment investigation was initiated to address the buss wire break for products manufactured prior to february 2018. This issue was identified for a product manufactured after february 2018. The buss wire break issue is consistent with the design of the buss wire. The short length of the wire contributes to the breaking of the wire as there is not enough strain relief so little movement will intermittently break the wire and cause inaccurate values. Based on the initial findings, the fix of the buss wire for a longer buss wire was found to be a short term solution and did not address the root cause of the issue. The length of the buss wire indicated in the drawings calls for a specific length, but it is unclear if that length includes the amount covered by soldering. It is not able to be determined if this is a design issue or a manufacturing issue. Further investigation is required. Corrective action or a supplier quality correction will be generated once a root cause is determined.

Manufacturer narrative:
One foresight elite preamp cable was received for product evaluation. The suspect cable was connected to a known good working foresight elite monitor and st04 simulator for testing. The st02 reading for channel 2/4 remained steady at 65% +/-5%, even while moving the cable during testing. For channel 1/3 there was an error message of "unstable reading" that displayed. Further inspection found the channel 1/3 shield buss wires were broken at the shield area. There was internal damage identified. Damage done in the field. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
This supplemental report is being submitted to correct the model number of the product only. The correct model number is 01-06-3100.

Event description:
N/a

Manufacturer narrative:
Further investigation is being performed by edwards engineers in regard to this issue. If there is pertinent information that is obtained, the results will be submitted in a supplemental MDR report.

Manufacturer narrative:
Additional investigation found that the broken buss wire has been confirmed and is not a supplier related issue. The solid core wire used for the buss wire was identified as the potential design issue. Solid core wires are known to create weak spots at the solder joints. As this is a design issue, corrective action was initiated.

Manufacturer narrative:
The suspect preamp cable has not been received for evaluation. When it has been received and the product evaluation concluded a supplemental report will be submitted with the findings. The device history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that there was a channel 1 and 3 failure with the foresight elite preamp cable. The clinician swapped the suspect preamp cable for another one, using the same equipment and everything worked fine. The customer was contacted to request product return of the preamp cable for evaluation and he stated that the cable provided "very low readings". There are no further details available at this time. There was no patient injury. There was no inappropriate patient treatment reported.